Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in pacing impedance over the past year from approximately 800 to 2400 ohms. Subsequently, the rv lead was explanted and replaced successfully without sequela. The device only had a few years of longevity remaining, so the physician elected to also explant and replace the device. The lead was retained at the hospital for analysis, thus was not planned to be returned to the distributer for analysis. No additional adverse patient effects were reported.